Manufacturer narrative:
The customer's biomedical engineer reported that the nurses experienced an incident where the device was monitoring a patient, and the pacer mode spontaneously turned on and off. Philips evaluated the device, and confirmed the reported problem. The device was repaired and the issue resolved by replacing the power pca.

Event description:
The customer's biomedical engineer reported that the nurses experienced an incident where the device was monitoring a patient, and the pacer mode spontaneously turned on and off.